Event description:
The customer felt that the insulin pump was giving her too much insulin. The customer stated she had been experiencing low blood glucose levels for about a month. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump was working as designed. Advised to monitor and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.